Event description:
It was reported that inadvertent stent deployment occurred. During preparation of a 7x120x120mm epic stent, it was noted that the stent was partly open before deployment. The device was not used inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that inadvertent stent deployment occurred. During preparation of a 7x120x120mm epic stent, it was noted that the stent was partly open before deployment. The device was not used inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. Returned product consisted of an epic self-expanding stent system with the safety lock attached to the rack. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed no damages. The stent was returned in the device and partially deployed 7mm from the distal end of the mid-shaft. The safety lock was not in the manufactured position. Cis investigator removed the safety lock and functionally tested the device. The thumbwheel was rotated and the stent started to deploy. The device functioned as designed. Inspection of the remainder of the device, revealed no other damage or irregularities.